Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: review of the black box data revealed several records of unexpected power on reset events. A battery cap was not returned; a test battery cap was used to complete the investigation and was able to fit securely to the pump. The pump powered on and ¿ez-prime¿ steps were performed correctly, no power interruption or any errors, alarms or warnings occurred during the investigation. The pump was opened for investigation; no intermittent condition was found to the power circuit. Investigation did not duplicate the alleged ¿no power¿ issue. Unrelated to the original complaint, the battery compartment was noted to be cracked, the display was dim/faded and discolored and demonstrated a missing vertical line pixel due to a failed display flex.